Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the issue was resolved by identifying a ground fault interrupt circuit on the hospital side that had tripped and shut down the station. Once the circuit was reset, the station booted normally. The customer then tested the station under normal operating conditions and confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not turning on and offline on remote smart service. User tried to turn on the station and plugged it off the outlet but does not turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.